Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address implant fracture. No further information has been provided at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The cup is not damaged. The rings are distended but their deformation certainly comes from their extraction of cement. Moreover, the rings have no mechanical function but serve only as radio benchmarks. DHR was reviewed and no discrepancies were found. The complaint was not confirmed as device analysis indicated that the device met specification. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.